Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. This malfunction may have resulted in a possible accidental radiation occurence.

Event description:
The customer reported that the 9800 system was exposing without anyone touching it. No patient injury was reported.